Event description:
The complainant report that a patient was implanted with an impella cp via percutaneous right femoral artery for mechanical circulatory support. The patient was moved for the procedure. During the procedure, suction alarms were present. Flows dropped to less than 1.0. An echocardiogram showed 4.6. Activated clotting time was 130-140 for several hours. The device was repositioned several times with no resolve and no change in flows. A discussion was had to discuss the likelihood of potential foreign material in the pump and options. The plan was to remove in the morning in the operating room. The patient was stable so they opted to pull into the descending and run at p1 till explant. The device was not removed due to the failure.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.